Event description:
This rv lead was explanted and replaced due to high impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 49 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. During the visual inspection multiple signs of wear along the fragment were noted. In particular 7 cm proximal to the lead tip the insulation was damaged due to abrasion which most likely resulted from mechanical stress in the implanted state. The analysis did not reveal any deviations that may have led to the reported high impedance. The measured dc resistances of the received conductor fragments were without any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.